Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 305mg/dl. The customer's most current level was 149mg/dl. The customer's level at the time of hospitalization was over 700mg/dl. The nurse states that bubbles were noted in tubing. The nurse states they would be calling back to reprogram the fixed prime and finish the high troubleshoot.